Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Investigation also revealed that the battery compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/22/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/22/2014 with the following findings: visual inspection revealed that the battery compartment was cracked below the bumper pad. During testing, the display was found to be dim and discolored. The returned battery cap was able to be secured to the pump and was used to complete all testing. Unrelated to the complaint, evaluation revealed that the keypad cover was peeling from the base and the pump case was cracked near the upper right corner of the display. (B)(4).